Event description:
It was reported that during a laparoscopic cholecystectomy, the first device the clip did not feed properly. The second device, the clips coiled in the jaws. The third device the clips scissored and the cystic artery was occluded. The cystic artery had to be clipped underneath to fix the issue. The case was prolonged for forty five minutes. A fourth device was used to complete the procedure.

Event description:
After 1 month of implantation, this lead was explanted because of an infection.

Manufacturer narrative:
Date sent: 10/27/2009: information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B) (4). (B) (4). Device b: batch # f9ha94, mfg date: 8/21/2009; exp date: 07/21/2014. Malformed clip, bent advancer. Device c: batch # f9h44j. Broken jaw, malformed clip, indicator wheel failure device (a) was received in good visual condition. The device was cycled, fed and formed the remaining four clips within manufacturing specifications. The device locked out as intended, but the orange indicator was beyond its intended position. A possible cause of the indicator failure is that it was misassembled during the manufacturing process; this finding is not related with the event reported. No firing/feeding issues were noted during evaluation. Device (b) was received in good condition. The device was cycled and the first five clips were conforming and then, were fed one clip partially formed and one malformed clip. During the next firing sequence the jaws remained in closed position, the trigger was manually assisted in order to open the jaws and one pear shaped clip was release. Finally, the device locked out as intended but the orange indicator did not show up. A possible cause for the indicator failure may be a previous feed error. The device was disassembled and the advancer was noted to be bent, leading the found firing issues; the rest of the components were noted in good condition. In addition, one possible cause for the found bent advancer is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Subsequent actuations or manual opening of the device may bend the advancer tip back toward its original position and break the advancer tip. Device (c) was received in good visual condition. The device was cycled; the first four clips were conforming and during the fifth firing sequence one jaw ramp got broken causing one pear shaped clip and seven clips ejected and then the device locked out as intended but the orange indicator was beyond its intended position. A possible cause for the indicator failure may be a previous feed error or firing. A batch record review was performed and no anomalies were found during the manufacturing process.